Event description:
Customer reported being taken to the hospital twice in one week approximately two weeks ago due to device results. 1st incident: device = hi and ambulance was called. Ambulance device = 122 mg/dl. Customer was taken to the hospital. Second ambulance device test = 163 mg/dl. Treatment information was not provided. 2nd incident: device = lo. Customer called ambulance. Customer was taken to hospital. Hospital gave them an IV and they were kept for observation. No controls used. A request was made for return product and replacement product was sent.